Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that the tip of the retent pin scrdriver qc hex 12/sht/xl25, p/n: 03.045.008, broke off. The broken fragment was not observed in the provided photo. No other issues identified. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the retent pin scrdriver qc hex 12/sht/xl25 was found the tip broken. The broken fragment was not returned. No other defect was found. A dimensional inspection for the retent pin scrdriver qc hex 12/sht/xl25 was unable to be performed since it was not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the retent pin scrdriver qc hex 12/sht/xl25 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 03.045.008, lot number: 76p4438 , manufacturing site: haegendorf, release to warehouse date: 23 november 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2022, the retaining pin for the short self-retaining screwdriver had the threaded tip broken off upon inspection after the surgery. Final x-rays after the completion of the surgery showed no metal shards in the patient¿s body. It was only upon inspection after decontamination that it was found the tip had broken. No additional information is available. This report involves one retention pin for screwdriver w/ q c -hex 12mm/short/xl25. This is report 1 of 1 for (B)(4).